Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was isolated to an over-torqued inner coil due to procedural damage. Visual, electrical, and x-ray testing was normal and no other anomalies were found.

Manufacturer narrative:
The reported event of guidewire failure to advance was inconclusive. As received, a complete lead with four stylets and implant tools were returned in one piece for analysis. Final analysis found the inner coil to be offset consistent with procedural damage. Further analysis could not be performed. No other anomalies were found.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the guidewire failed to advance into the left ventricular lead. The procedure was completed using an alternate lead on (B)(6) 2021. There were no patient consequences.